Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope was found to have a sticky image guide protector, foreign object present in the forceps elevator, scratches on the acoustic lens extending to the glue layer, and resistance preventing smooth insertion of the cleaning brush. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.